Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed ostial lesion was located in the calcified and severely tortuous proximal circumflex (cx) artery. The lesion was predilated with a 15mm balloon. The physician was unable to get the taxus liberte' 2.5x12mm drug eluting stent across the lesion the procedure was completed with two other stents. No pt injuries or complications occurred. However, the returned product confirmed that there was stent damage. This product is only ous approved, but it is similar to a marketed us device.